Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, a case assembled to the filter but separated from the adapter is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with manual adhesive placement. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Batch number 3347387 was provided.

Manufacturer narrative:
(B)(4) follow up report for correction. The batch number was incorrect in the initial MDR, batch number is 3347387.

Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, a case assembled to the filter, but separated from the adapter is observed. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Possible root cause is associated with incorrect adhesive application. Manufacturing personnel have been notified of this incident to increase awareness of this matter.

Event description:
No additional information.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd blunt filter nrfit connector disconnected from the needle hub. The following information was provided by the initial reporter translated from french to english: during a discussion this morning with novartis, they have informed me that they encountered a problem with their nrfit filter needle sku 400066. During the lab testing in order to create IFU for spinal injection, they have encountered a 1 out of 60 fails where the nrfit disconnected from the filter at the point where it is glued on. They should be sending additional information soon, but I am still sharing the information I have received today. You should be receiving info from (B)(6). Additional information provided. The disentangle of the nrfit connector from the needle hub occurred when the operator was trying to remove normally the red needle shield from the needle.